Manufacturer narrative:
H.6. Investigation: one sample of model 2426-0500 was received for quality investigation. The customers complaint that the infusion set was leaking was verified based on visual investigation. The sample infusion set was submitted with the drip chamber (p/n 630-00363) separated from the tubing (p/n tc10012940). Microscopic observation of the drip chamber and tubing show that the tubing was not engaged with the drip chamber connection site fully. Kinking of the tubing was also observed in the tubing near the separation location. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. The root cause of the customers complaint was due to an assembly issue during manufacturing. See h.10

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown complaint 2 of 2. I also was notified of an additional tubing event.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material no: 2426-0500 , batch no: unknown. Complaint 2 of 2. I also was notified of an additional tubing event.